Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "liquid". The device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "liquid". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.